Event description:
It was reported that tandem mobi pump issued cartridge alarm 30, and caller also experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a replacement in-warranty pump, confirmed shipping details, provided instructions for putting existing pump into storage mode and returning it within 10 days, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump.